Event description:
It was reported that intermittent undersensing of pvcs was observed. Patient was asymptomatic. Further evaluation and programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.